Event description:
It was reported that the right ventricular (rv) lead triggered alerts for out of range (oor) high pacing impedance and noise. The noise was reproducible in clinic. Fracture was suspected. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.